Event description:
It was reported the patient experienced discomfort at her scs ipg current location. The patient underwent surgical intervention to revise her scs ipg pocket. However, during the procedure the physician decided to replace the patient's scs ipg with a new one. Follow-up identified the discomfort at the ipg site has reportedly resolved and the new system is functioning as intended.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.